Manufacturer narrative:
The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The gehc service representative reported a broken adjustable pressure limiting valve, during evaluation of the unit. This resulted in an inability to manually ventilate. There was no report of patient involvement.